Event description:
It was reported that the device was leaking an unknown fluid. The issue was found during sterile processing so there was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer for an investigation and a chemical analysis is being conducted on the fluid found on the device. The investigation is ongoing. This report will be updated if the investigation requires.